Event description:
It was reported that during a ptca/atherotomy treatment procedure involving a calcified and 90% stenotic lesion in the proximal portion of the lad coronary artery, the lesion was treated with a rotablator. The quantum maverick monorail balloon was then used to predilate the lesion (to 14 atm's) prior to placement of a velocity (18/3.5mm) stent. The quantum maverick monorail balloon was then used to post dilate the stent, but was suspected to have ruptured at 10 atm's. The quantum maverick monorail balloon catheter was removed and replaced with a quantum maverick monorail (12/3.5mm) balloon catheter to successfully complete the procedure. The types and sizes of introducer sheath, guidewire and guide catheter used and which inflation device was used are unknown. Pt status is reported as 'good'.